Manufacturer narrative:
(B)(6). Patient country : netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, patient encountered low blood glucose. The patient was hospitalized due to low blood glucose and treated with gave pt food and glucose. Moreover, the patient had been using the insulin pump system within 48 hours of reported low blood glucose event. No further information available.